Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2010 (patient weight is unknown). According to the complainant, the balloon was positioned within the esophagus and inflated with sterile water using the alliance inflation system. During the procedure, the balloon ruptured at a size of 18mm and a pressure of 7atm. The entire device was then removed from the patient. The account reported that no part of the balloon detached within the esophagus during dilation. The complainant also confirmed there was no malfunction of the alliance inflation system used during the procedure. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of similar complaints for lot number 13446176 was performed and no other complaints were found. Based upon the information available, the most probable root cause of the balloon burst/ruptured is operational context. This failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).